Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The personal therapy manager (ptm) was displaying the wrong date of refill, (B)(6). It started this past month when she noticed the refill date was incorrect. Every once in a while, the patient was not able to give herself a bolus. The patient had attempted to give herself a bolus and was locked out. The patient planned to contact her physician on (B)(6) 2014 to have the refill date changed. The patient had broken her neck three times and had surgeries on it. The patient had multiple neck surgeries and had problems with it. It was not indicated that the neck surgeries were related to the device. The patient experienced mid back to neck pain. The physician planned to perform magnetic resonance imaging (MRI) of the c-spine. The pump was delivering dilaudid, bupivacaine, baclofen and an unknown medication. Additional information has been requested, but was not available at the time of the report.